Event description:
It was reported by a user facility that while attempting to suction in the patient¿s trachea, she was unable to withdraw and remove the device from the patient¿s trachea. It was approximately 2 - 3 inches within the endotracehal tube. The patient's oxygen saturation level did not decrease. The physician and respiratory therapist were also unable to dislodge the catheter from the patient¿s trachea. The inner cannula was removed but they could not remove the catheter. The physician changed the patient's endotracheal tube. After theendotracheal tube was removed, it was noted that the catheter had a soft spot or a bend on it that appeared to be getting caught at the distal end of the patient¿s trachea.

Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined.kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as complaint (B)(4).this information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a kimberly-clark product is defective or caused serious injury. Device not returned by customer.